Event description:
Received the essure birth control/sterilization process. I had requested to have a tubal ligation and the ob highly recommended that I go with essure in its place. Within six months, I started having extreme psoriasis on hands - I had never had this before. Within one year, bloating of the abdomen and pain in the back began to occur. This is extreme bloating and nothing has helped to get rid of this . Investigating the process to have the coils removed.